Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they had to have an MRI of their hip. Patient stated also that about a week or so ago, the therapy was no longer working for their symptoms and that when they went to have their MRI, the clinic did something to their implant at the clinic before the scan, like "turn it off or something" and now they weren't sure if the clinic turned the therapy back on or not because then the therapy hadn't been working at all since the MRI and they couldn't figure out how to get the therapy back on. Patient services reviewed external devices function with the patient and walked the patient through connecting to their settings. The external devices were functioning as intended and the therapy was on on program 2 at 1.5 ma. Patient services reviewed with the patient that the therapy had been on already and perhaps the patient needed to make a therapy change and redirected the patient to follow up with their managing healthcare provider to discuss their symptom concerns and to check the implanted system since their accident. Patient opted to switch to a new program, and increased the stimulation to a level where they could feel it comfortably in their bike seat area. Patient to monitor their symptoms now that a change had been made and reach out to their hcp if they still felt the therapy wasn't helping to check the implanted system.